Event description:
Complainant alleged that the medics were attending a pt (age unk), who was in ventricular fibrillation. The medics attempted to defibrillate the pt, at 200 joules, using multi-function electrodes with the device, but the device displayed a "poor pad contact" message. The medics applied fresh electrodes to the pt and checked all connections, but the device displayed the same message. The medics then switched to the device paddles, and shocked the pt. The pt subsequently expired. Numerous attempts were made to obtain add'l event and pt info. In addition, numerous attempts were made to obtain for evaluation the electrodes that were used in the event and the lot number of those electrodes. All attempts were unsuccessful.